Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient requested to have a full body MRI conditional ipg implanted. However, the ipg which was implanted is only MRI conditional for head and extremity scans. Subsequently an additional surgery was performed to explant the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.